Event description:
The customer contact reported a delay in critical therapy following a difficult to prime tubing set. On an unspecified date, the tubing set was to be used to deliver an unspecified medication, during an unspecified code. The customer contact reported that the tubing set was difficult to prime past the backcheck valve of the tubing set. No specific event details were provided. Though requested, no additional information was provided including, if there were any adverse patient effects, if any medical interventions were required, or if the tubing set was replaced.

Manufacturer narrative:
The customer indicated the device was discarded. During the investigation, no possible causes for the customer reported delay of critical therapy following difficult to prime were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.